Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
It was reported that the screw of abutment fractured. Abutment placed on (B)(6) 2022 and removed on (B)(6) 2021. Immediate loading. Bone density iii.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certainâ® low profile abutment 3.4mm(d) x 4mm(h) (ilpc344) was returned for investigation. Visual evaluation of the as returned abutment identified fractured screw at threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #37. Device history record (DHR) review for the lot (2018051472) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018051472) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. Therefore, based on the available information, device malfunction (fracture screw) did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.